Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited episodes of oversensing of noise on the atrial and ventricular rate/sense channel, resulting in pacing inhibition.